Event description:
It was reported to st. Jude medical that noise was observed on the electrograms along with 255 noise reversions and an unloaded battery voltage of 1.9v. The real-time electrograms exhibited "a thick black line" that is often seen with devices in which the high output circuitry has been damaged. It was unknown if the pt had been externally defibrillated. The decision was made to explant the device.